Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow, the luer connector was blocked. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H4: device manufacture date: the lot was manufactured from june 13, 2022 to june 14, 2022. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.